Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead experienced high/undefined superior vena cava (svc) coil impedance. An rv lead fracture was suspected. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.